Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Physician reported that during an intraocular lens (iol) implant procedure, the surgeon implanted the lens and noticed the chunk missing on the trailing haptic not enough to break the end of the haptic off, but he took it out and replaced with the backup. Additional information has been requested and received that there was no patient harm.